Event description:
It was reported that the emergency room health care professional (hcp) had concerns the implantable cardioverter defibrillator (ICD) exhibited undersensing on the atrial channel and inappropriate anti-tachycardia pacing (atp) and shocks. Boston scientific technical services (ts) reviewed the data and confirmed the device was undersensing. The cause of the undersensing is unknown. Additionally, ts noted that the atp and shock therapy may possibly be due to an atrial arrhythmia with rapid ventricular response (rvr). The rhythm was converted. The device remains in use. No additional adverse patient effects have been reported. Additional information received indicates that there were concerns that the device undersensed atrial signals that resulted in inappropriate shocks and anti-tachycardia pacing (atp). Ts stated that there may have atrial undersensing that contributed to the inappropriate therapy. The device remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that the emergency room health care professional (hcp) had concerns the implantable cardioverter defibrillator (ICD) exhibited undersensing on the atrial channel and inappropriate anti-tachycardia pacing (atp) and shocks. Boston scientific technical services (ts) reviewed the data and confirmed the device was undersensing. The cause of the undersensing is unknown. Additionally, ts noted that the atp and shock therapy may possibly be due to an atrial arrhythmia with rapid ventricular response (rvr). The rhythm was converted. The device remains in use. No additional adverse patient effects have been reported. Additional information received indicates that there were concerns that the device undersensed atrial signals that resulted in inappropriate shocks and anti-tachycardia pacing (atp). Ts stated that there may have atrial undersensing that contributed to the inappropriate therapy. The device was reprogrammed. The device remains in use. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field b5: describe event or problem.